Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced data gaps for about 30 minutes. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of data gaps was confirmed by the finding of a signal loss via data. A root cause could not be determined.